Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a broken skin irritation under the lifevest equipment. Patient described the area as scratches, digging into their skin, and a rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician adjusted the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.